Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, the root cause of the disconnected video cables could not be determined. The event can be prevented by following the instruction manual for oev262h, which contains a description of the system diagram and connection cable combination. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was observed, the reason the device had no image is because the cables were disconnected and not reconnected. And the issue was addressed by connecting the cable directly to the monitor from the cv-190. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.